Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device has exhibited intermittent undersensing or single right ventricular (rv) beats as observed in two stored episodes. This rv lead is not a boston scientific product. Boston scientific technical services (ts) walked the healthcare provider (hcp) through measuring the undersensed beat amplitudes using a programmer. Ts also noted that this rv lead has chronically had low amplitude r-waves in the trending data and provided the amplitude measurements to the hcp. Ts discussed that the programming option would be to increase the rv sensitivity to lower than the current setting. The hcp indicated they discussed this with the attending physician, and the physician decided 10 program the rv sensitivity per recommendations and planned to perform associated defibrillation threshold (dft) testing. The products remain in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)